Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a lavh procedure. Reportedly, the staple line bled. The surgeon applied cautery and another device. The hospital has reported no pt injury occurred.